Event description:
During endovascular vein harvest (cardiac surgery patient), a lateral portion of the cradle apparatus tip broke. The physician assistant using the device reported that he was able to remove the device and retrieve the cradle tip.====================== health professional's impression======================device tip broke, there did not appear to be a known cause of tip breakage.